Event description:
Per the returned paperwork, an x-ray done (date not reported) showed eleven electrodes were not in the patient's cochlea. The patient's device was explanted in 2006, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This is a final report, filed december 22, 2008.